Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the therapy pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and observed multiple damaged components.  Physio determined that the cause of the reported issue was an electrically shorted transistor, designator q6.

Event description:
The customer contacted physio-control to report that after replacing the internal battery with a new, non-OEM (unipower brand) battery, their device had what appeared to be smoke coming out of the back of it as well as an odor. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not complete the boot-up cycle. As a result, defibrillation would not be possible.